Event description:
Boston scientific crm received information that this patient experienced syncope and a heart rate of 30 beats per minute was noted by the paramedics. Upon interrogation, the device and leads appear to be functioning normally. Ts discussed evaluating the lead's with isometrics and pocket manipulation. It was later reported that the patient was having trouble with their blood pressure. Technical services (ts) was consulted and noted that since the patient was pacing 99% in the atrium, that it was unlikely that the sudden bradycardia response feature would help. To date, no further adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.